Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump pocket infection. The patient received a pump exchange on (B)(6) 2022.

Event description:
User facility medwatch received that states that the patient developed a bacteremia infection which led to seeding of the pump with evidence of a persistent pump pocket infection based on computed tomography (CT) and positron emission tomography (pet) scan. The bacteremia was persistent despite long term intravenous and oral antibiotics. A pump exchange was done to eradicate the source of infection.

Manufacturer narrative:
Voluntary mw number 2300460000-2022-8005 was received on 04nov2022. Section b5: previous infection events are reported in MFR #'s 2916596-2022-14482, 2916596-2022-14396 & 2916596-2022-14397 manufacturer's investigation conclusion: a specific cause for the reported pump pocket infection and a direct correlation to the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this investigation. (B)(6) was returned assembled with the pump cable severed approximately 9.5 inches from the pump housing. Approximately 17 inches of the distal portion of the pump cable and the entire modular cable were returned with the device. Approximately 4 inches of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was not returned with the device. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use 9ifu) and the heartmate 3 lvas patient handbook are currently available. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline"), and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.